Event description:
It was reported that the device intermittently failed the defib test portion of operational check. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.